Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a complaint database search and/or device manufacturing (DHR) reviews will not be performed. Per wi-3430 it has been determined that should related reports be identified a DHR review is not required.

Manufacturer narrative:
Product complaint # (B)(4). Usfda MDR determination: it's reasonable to conclude the acetabular cup and femoral stem did not contribute to the allegation of metallosis as articulating surfaces have been reported. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: legal attorney.

Event description:
Patient was revised due to pain and metal liner wear. After review of medical records patient was revised to address failed metal-on-metal left total hip arthroplasty with pseudotumor and metallosis. Revision notes reported upon traversing the fascia there is a large mass of necrotic pseudotumor-type debris. Doi: (B)(6) 2006, dor: (B)(6) 2017, left hip.